Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an olif and pps surgery at l3-5 to treat degenerative spondylolisthesis. It was reported that the extender popped off of the screw at l3, l4 and l5. The set screws were inserted and final tightening was done under direct vison. No patient complications were reported.